Manufacturer narrative:
The device was not returned. Failure to advance (delivery issue) : the cause of the delivery issue was not determined due to insufficient clinical details.

Event description:
It was reported that implantation of an impella cp could not be completed as the pump could not pass the valve with wire or catheter. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.